Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. All keypad buttons are intermittently unresponsive. The issue began several days prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/20/2013 with the following findings: opportunities the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the unresponsive keypad buttons was not able to be duplicated. There was no evidence of contamination found under the button key contacts. The pump case was opened and no evidence of moisture was found inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.